Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the child is not responding to sounds consistently through audition. Testing values are normal. Arts could not be obtained. The child responded to a couple of middle channels inconsistently. Loudness scaling could not be observed. No other non-auditory response was reported or observed. X-ray was repeated and revealed that the implant does not seem to be intra-cochlea. Delay in development of speech and language post cochlear-implantation. The child is now scheduled for a revision surgery.